Event description:
Lactated ringers on the primary and ofirmev was the secondary. The pump was programmed using the guardrail for the ofirmev. Patient's husband came out of room and said pump had air in the line and was alarming. Rn went into the room and found that the pump had not stopped the air at the infusion chamber sensor. The tubing had air all the way to the IV site insertion and the tubing was removed. Md notified. Patient denied chest pain and showed no signs of discomfort. Md came and saw the patient and wrote orders for EKG and chest xray. No adverse outcome for the patient.what was the original intended procedure?to infuse IV fluids; lactated ringers and ofirmev.biomed checked the pump and did not find any problems with the pump. It passed their inspection. Nurse did not save the tubing so we were unable to see exactly how much air was in the tubing.device #1is this a laboratory device or laboratory test?no.